Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient was on impella cp support and during support, there was a purge leak from the sidearm at the luer-connector. A purge bypass was created and support was continued. It was further reported that based upon conversation with the family, care was withdrawn and the patient subsequently expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. Sidearm bypass was observed on the returned product. The severed sidearm was inspected, and a crack along the length of the yellow luer was noted. The sidearm was connected to the purge fluid via the purge cassette, and the leak was reproduced. Data log was not provided for case run. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc.